Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion surgery at two level of lumbar due to degenerative disc disease (ddd). Intra-op, the locking mechanism was not working to lock on the first pedicle screw when the green portion of the sleeve was turned. It was then discovered that the sleeve lock was broken. No any fragments of the instrument remaining in the patient's body. No patient complications were reported due to this event.